Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2016 at which the ipg was explanted and replaced with a different model. Reportedly, effective therapy resumed following the procedure.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient was unable to establish communication between his ipg and charger. It was also reported the patient has not recharged his ipg in approximately 6 months. In addition, the patient has been without stimulation for approximately 3-4 weeks. The patient's ipg is inoperable. As such, the patient may undergo surgical intervention at a later date to address the issue.